Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. It was reported that, a red dot particle was found in the peg tube. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to 01jan2023 as no event date was reported. Device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. It was reported that, a red dot particle was found in the peg tube. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code a180104 captures the reportable event of foreign material present in device. Block h10: one endovive standard peg kit pull method was returned. Visual analysis of the device revealed that a foreign material was found inside the sealed pouch. Microscopic inspection was used to appreciate the foreign material with more detail. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be related to the deficiency during the device manufacturing. Boston scientific has determined the most probable cause of this complaint is manufacturing deficiency.